Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a "ventilator inoperative" message. The device was available for evaluation. A review of the ventilator logs showed unit had entered backup ventilation at time of the event. The service personnel (sp) checked the unit and found breath delivery unit (bdu) displayed "vent inop", would not power up in service mode, and had generated an inspiratory subsystem test diagnostic code. The sp also found during calibration that the unit failed expiratory valve calibration and replaced the pneumatic interface (pi) printed circuit board assembly (pcba) and the inspiratory flow module (ifm) printed circuit board assembly (pcba) as per the service manual. The unit passed all calibrations and tests per manufacturer specifications at the time of service. One pi pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no mal function or product deficiency observed. One ifm pcba was returned to medtronic for further analysis. The returned part was attached to the test ventilator and powered up. During calibration analysis found the unit failed exhalation flow sensor calibration with message ¿inspiratory zero offset out of range¿. Further analysis of the ifm pcba found ps1 (pressure sensor) faulty. Analysis determined returned ifm pcba faulty. The cause of the event was isolated to a fault in ifm pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a "ventilator inoperative" message. The device was available for evaluation. A review of the ventilator logs showed unit had entered backup ventilation at time of the event. The service personnel (sp) checked the unit and found breath delivery unit (bdu) displayed "vent inop", would not power up in service mode, and had generated an inspiratory subsystem test diagnostic code. The sp also found during calibration that the unit failed expiratory valve calibration and the pneumatic interface (pi) printed circuit board assembly (pcba) and the inspiratory flow module (ifm) printed circuit board assembly (pcba) as per the service manual. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to a fault in ifm pcba and/or pi pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator displayed a "ventilator inoperative" message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. After a review of the ventilator logs there is evidence the ventilator entered into back up ventilation (buv).